Manufacturer narrative:
Date of initial report: (B)(6) 2017. The console was returned and evaluated. The investigation confirmed the customer report of false positive detection. The unit was powered on and the device gave a false positive detection. The investigation isolated the failure to the verisphere connector on the console; however the root cause of the connector failure could not be determined. The connector was replaced and the unit was powered on again and the unit functioned as intended with no errors and passed functional tests. A review of the device history record indicated that this unit was released meeting all specifications.

Event description:
During initial testing of new rf assure delivery console, it gave a false positive detection when no rfid tagged cotton was present. This device was not used in a room or on a patient.